Event description:
The hospital reported that a patient underwent an initial hip arthroplasty. Subsequently, a revision procedure was performed due to loosening of the g7. The surgeon removed the bis-spherical sell and replaced it with the hemispheric g7 shell with a textured surface.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The hospital reported that a patient underwent an initial hip arthroplasty. Subsequently, a revision procedure was performed due to loosening of the g7. The surgeon removed the bis-spherical sell and replaced it with the hemispheric g7 shell with a textured surface.